Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records review not available to report at this time. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that a patient was in a motor vehicle accident on (B)(6) 2018 and underwent surgery on (B)(6) 2018. During the procedure, the tip of the connecting screw for the lag screw inserter broke off in the lag screw upon insertion. The surgeon stated the patient had extremely hard bone. The surgeon decided against trying to remove the piece and the case was not delayed in any way. The surgeon was able to complete the case. This report is for 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review - part: 338.20; synthes lot: ft00112; supplier lot: ft00112; release to warehouse: november 21, 2016; supplier: (B)(4) ; no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.